Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. C18711) for female sterilisation. The patient had a medical history of pelvic pain female, miscarriage, weight gain, menses irregular, parity 2, multi gravida, abnormal uterine bleeding, cholecystectomy, miscarriage and obesity. Previously administered products included: lisinopril and calcium. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2592 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2021 from (B)(6) 2021 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.046 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: (xr hysterosalpingography) stay post essure history: status post essure placement technique: xr hysterosalpingography findings: a single essure device is noted adjacent to each uterine cornua. The proximal marker of each inner coil is seen within an acceptable distance from its respective cornua. There is no opacification of any portion of either fallopian tube and no contrast is seen free in the pelvis. Impression: 1. No endometrial abnormalities identified. 2. Successful bilateral tubal occlusion status post essure placement. [Pathology test] on (B)(6) 2021: surgical pathology report diagnosis a. Uterus, cervix, bilateral fallopian tubes with essure coils, total laparoscopic hysterectomy and bilateral salpingo-oophorectomy: proliferative endometrium. Adenomyoma (1.8 cm), submucosal. Endo/ectocervix with nabothian cysts. Bilateral fimbriated fallopian tubes, each with intact essure coil and related luminal scarring; no other significant pathologic findings. Clinical information: pain, aub (abnormal uterine bleeding),tlh (total laparoscopic hysterectomy) bso (bilateral salpingo oophorectomy) cysto /jt organ or tissue uterus, cervix, bilateral fallopian tubes w/ essure gross description the left fallopian tube contains an intact essure coil, measures 9 cm in length, up to 0.8 cm in diameter. The right fallopian tube contains an intact essure coil, measures 9.2 cm in length, 0.8 cm in diameter. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received .medical history & lab data added including pathology test. Product lot number and indication added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2587 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. C18711) for female sterilisation. The patient had a medical history of pelvic pain female, miscarriage, weight gain, menses irregular, parity 2, multi gravida, abnormal uterine bleeding, cholecystectomy, miscarriage and obesity. Previously administered products included: lisinopril and calcium. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2592 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2021 from (B)(6) 2021 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.046 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: (xr hysterosalpingography) stay post essure history: status post essure placement technique: xr hysterosalpingography findings: a single essure device is noted adjacent to each uterine cornua. The proximal marker of each inner coil is seen within an acceptable distance from its respective cornua. There is no opacification of any portion of either fallopian tube and no contrast is seen free in the pelvis. Impression: 1. No endometrial abnormalities identified. 2. Successful bilateral tubal occlusion status post essure placement. [Pathology test] on (B)(6) 2021: surgical pathology report diagnosis a. Uterus, cervix, bilateral fallopian tubes with essure coils, total laparoscopic hysterectomy and bilateral salpingo-oophorectomy: proliferative endometrium. Adenomyoma (1.8 cm), submucosal. Endo/ectocervix with nabothian cysts.bilateral fimbriated fallopian tubes, each with intact essure coil and related luminal scarring; no other significant pathologic findings. Clinical information: pain, aub (abnormal uterine bleeding),tlh (total laparoscopic hysterectomy) bso (bilateral salpingo oophorectomy) cysto /jt organ or tissue uterus, cervix, bilateral fallopian tubes w/ essure gross description the left fallopian tube contains an intact essure coil, measures 9 cm in length, up to 0.8 cm in diameter. The right fallopian tube contains an intact essure coil, measures 9.2 cm in length, 0.8 cm in diameter. Batch no~c18711, production date~2014-01-29expiration date2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.